Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation.

Event description:
The sales associate reported the hex driver tip broke off and remained in patient. The implantation of a three level 54mm trinica select plate over anterior c4-7 vertebral bodies was performed. The ball end hex driver was used in each locking cap starting with c4 and ending with c7 to turn the lock clockwise to lock over the screws. While turning the locking cap over c7 at a slight angle, the distal tip broke off in to the hole of the locking cap. The metal piece was unable to be retrieved/removed and the surgeon decided to allow it to remain in place. All locking caps were locked.

Manufacturer narrative:
The returned device was examined and the tip was found to have been fractured off. The complaint is confirmed. A review of the manufacturing records did not detect any discrepancies which would have contributed to this event. The root cause cannot be conclusively determined; however, it was specified that the surgeon was holding the driver at an angle when the fracture occurred. The angle would have caused stress on the driver tip which can lead to this failure.